Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision procedure for unspecified reasons. During surgery, a fluid leak was noted in the cuff tubing. The cuff and pump were removed and replaced. No additional patient complications were reported.